Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital infection female ('gynecological infection leading to hospitalization') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital infection female (seriousness criterion hospitalization), pelvic pain ("pain"), dyspareunia ("pain during intercourse"), genital haemorrhage ("bleeding"), vaginal discharge ("irregular vaginal discharge"), migraine ("migraines/headaches") and autoimmune disorder ("auto-immune disorder"). Essure treatment was not changed. At the time of the report, the genital infection female, pelvic pain, dyspareunia, genital haemorrhage, vaginal discharge, migraine and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, genital haemorrhage, genital infection female, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff is pursuing options for removal essure insertion date provided as : (B)(6) 2009 (on or about). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital infection female ('gynecological infection leading to hospitalization') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital infection female (seriousness criterion hospitalization), pelvic pain ("pain"), dyspareunia ("pain during intercourse"), genital haemorrhage ("bleeding"), vaginal discharge ("irregular vaginal discharge"), migraine ("migraines/headaches") and autoimmune disorder ("auto-immune disorder"). Essure treatment was not changed. At the time of the report, the genital infection female, pelvic pain, dyspareunia, genital haemorrhage, vaginal discharge, migraine and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, genital haemorrhage, genital infection female, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff is pursuing options for removal essure insertion date provided as: (B)(6) 2009 (on or about). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.